Manufacturer narrative:
H6, h10: information was received indicated that the event occurred during in-house testing, no patient was involved. Device evaluation completion date: (B)(6) 2022. Device analysis: one smiths medical cadd solis vip pump was returned for analysis with scratches and cracks on lcd lens screen. During analysis, the reported issue was able to be duplicated. Run three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Expulsor will be trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume test (21.208). No adverse effects were reported.